Event description:
There have been 4 reported instances of tubing separating from the blood collection device also called the vamp (venous arterial blood management system). The dates of occurrence were 2007, 2008. The tubing separation occurred with both the flow track and non flo track tubing. In all instances the tubing separated from the vamp in the same place. In the most recent circumstance, the tubing separated at the vamp distal to the end of the tubing closest to the pt. The nurse immediately closed off the stopcock and changed the tubing. The pt did not require further treatment. This report is based on preliminary info received by a medical center which has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred. System was used with a pressure bag pumped up to 300mhg per standard, to maintain the 3cc/hr flush. Lot stock on floor at time of occurrence was similar to another device.